Manufacturer narrative:
Supplemental report submitted to include the additional information received through follow-up and the completion of the engineering evaluation. Added h6, device code per further investigation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, poor guidewire management, damaged guidewire, and/or excessive manipulation of the flex wheel. The complaint of inability to track system through anatomy was empirically confirmed as no relevant procedural imagery or event unit was returned. The available information suggests patient factors likely contributed to the event as the customer reported that the patient had ''multiple tevar (thoracic endovascular aortic repair) grafts and covered stents throughout his aorta due to history of dissection. The first valve 29mm sapien 3 valve got hung up on tevar graft and physician was unable to advance or remove the valve. The decision was made to deploy valve in thoracic aorta.'' Patient factors (i.e. Calcification, tortuosity, small vessel size, pre-existing vascular stent) may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during tracking/crossing. Through extensive complaint investigations, events reporting difficulty/inability withdrawing catheter with crimped valve through patient vasculature or through the sheath have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, non-coaxial withdrawal, altered crimp profile, damaged sheath, not centering the thv on the flex tip, and/or withdrawing the thv through the sheath hub. The complaint of withdraw difficulty/inability was empirically confirmed as no relevant procedural imagery or event unit was returned. Available information suggests patient factors likely contributed to the event as the customer reported ''the first valve 29mm sapien 3 valve got hung up on tevar graft and physician was unable to advance or remove the valve.'' Patient factors (i.e. Calcification, pre-exising tevar graft, tortuosity, or small vessel size) may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during withdrawal and resulted in the valve being deployed in the thoracic aorta. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion. This is one of two manufacturer reports being submitted for this case.

Event description:
Edwards received notification from a field clinical specialist that during a transfemoral valve in valve tavr in a previously implanted 29mm non-edwards valve. As reported, the patient has multiple tevar (thoracic endovascular aortic repair) grafts and covered stents throughout his aorta due to history of dissection. The first valve 29mm sapien 3 valve got hung up on tevar graft and physician was unable to advance or remove the valve. The decision was made to deploy valve in thoracic aorta. The esheath+ was exchanged for a 22 gore non-edwards sheath. The second 29mm sapien 3 valve made it over the arch and could not pass through the last covered stent. The decision was made to pull back into the descending aorta and deploy valve. Upon attempt to deploy, it was discovered that the balloon had ruptured. Many attempts to remove and/or deploy valve failed. The delivery system was cut outside of the sheath and as they did this, the system released and separated inside the patient. The entire delivery system was removed and the undeployed valve and balloon were left in aorta. After the valve released and couldn't be retrieved, the decision was made to deploy the stents and just press everything against the aortic wall. Patient was stable and admitted. The patient was admitted 11 days later and a transapical procedure was successfully completed.